Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the freedom onboard battery was not in patient use. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom onboard battery was not in patient use. The customer, a syncardia certified hospital, reported that the freedom onboard battery gave a red alarm although the battery was fully charged.

Manufacturer narrative:
Physical inspection of the onboard battery revealed no anomalies. Initial system management (smbus) data review and functional testing did not reveal any issues or faults with the battery. The battery was placed in a known functioning freedom driver and both the driver and battery functioned as intended with no alarms. Investigation testing was not able to confirm or reproduce the customer-reported issue. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4). Follow-up report 1.